Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, tandem-provided wall adapter and the tandem-provide cable. The customer's blood glucose level was not adversely impacted. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, cable and wall adapter.